Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. (B)(4). Device malfunctioned before procedure. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a craniotomy procedure, they had to switch the system to that of competitor¿s because head of the screw in the depuy synthes system sheared off on the back table during the case. This happened when they were preparing the plate to be implanted in the patient. There was no surgical delay. Patient was stable following surgery. Surgery was completed successfully. This report is for one (1) ti matrixneuro screw self-drilling 4mm. (B)(4).